Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 26mm amplatzer cardiac plug was selected for implantation. It was noted that the lobe could not be opened properly after reaching the preset position. There were no adverse patient effects reported.

Manufacturer narrative:
An event of the lobe not opening properly was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined, but may have been caused by attempting to implant the device with a larger than recommended delivery system. Per the instructions for use, "note: do not oversize or undersize the delivery sheath. Follow the recommended sizes listed in table t1.".

Event description:
It was reported that on (B)(6) 2022, a 26mm amplatzer cardiac plug was selected for implantation using a amplatzer torqvue 45x45 delivery sheath. It was noted that the lobe could not be opened properly after reaching the preset position. There was no interaction with cardiac structures during deployment there was no angulation or kink noticed in the delivery system. The device was not replaced with another product. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.